Manufacturer narrative:
(B)(6). - 320-36-00 - 36mm humeral liner +0 unconstrained.

Event description:
As reported, the patient had an initial left tsa on (B)(6) 2023. The patient was revised on (B)(6) 2024 as a result of a dislocation due to a loose stem. The patient was revised to a +0 adapter tray, a 36mm liner, and the screw kit was also revised. The fracture stem was revised to a 8.5mm. There was no reported breakage of device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
H3: pending investigation. D10: a701687 - 320-10-00 - equinoxe reverse tray adapter plate tray +0, a720232 - 320-15-05 - eq rev locking screw, a706911 - 320-20-00 - eq reverse torque defining screw kit s094540 - 320-20-22 - eq rev , compress screw lck cap kit, 4.5 x 22mm, a676168 - 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, s436366 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm , s471847 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm , a375928 - 320-31-36 - glenosphere, 36mm , a711223 - 320-35-01 - small glenoid plate , a685448 - 304-21-09 - 8.5mm platform fx stem left , a456407 - 321-52-07 - 3.2mm drill bit sterile , a610188 - 321-52-09 - 3.2mm k-wire, trocar tip.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to an insufficient bond between the humeral stem and the bone which led to humeral loosening and dislocation. However, the reported humeral loosening and dislocation could not be confirmed, and the sequence of events could not be determined from the reported information. Additionally, potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported was likely the result of an insufficient bond between the humeral stem and the bone which led to humeral loosening and dislocation. The extent and root cause of the humeral loosening and dislocation could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.